Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative tested the unit as well as the connections and configurations and was not able to confirm or reproduce the reported issue. After deliberation with livanova quality engineering, this fault was determined to be caused by hf electrical interference. The service representative therefore fitted ferrite cores into the cp5 can cable and no further issues were identified.